Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check, the cardiosave intra-aortic balloon pump (iabp) battery is not charging working good on ac. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11 a getinge field service engineer (fse) upon inspection the unit was plugged in to ac power and both batteries showed as fully charged. When attempting to perform a autofill, unit failed while connected to the simulator. Autofll failure was confirmed after evaluating device logs. Unit showed "fill fail - shuttle purge timeout", error code 37. Upon further inspection unit showed no signs of saline contamination or corrosion. Unit failed all manifolds test and pneumatic module assembly was unable to acknowledge when a plug was inserted. Replaced the pneumatic module assembly and the unit was able to pass the all manifolds test and completed an autofill. Device passed all performance and safety tests according to factory specifications. Unit was able to function utilizing multiple triggers and ran successfully for 90 mins. Device was returned to customer.the failure analysis and testing department received the following part associated with this complaint: pim.this part was received with a reported unit failure message of autofill failure, fill fail- shuttle purge time out error code# 37, failed all manifold test. Performed visual inspection of this part received and part is in the good condition for testing with cardiosave test fixture. Installed pim into the cardiosave test fixture and tested to the factory specifications per and the cardiosave service manual.the failure analysis and testing department verified the failure message of failed all manifold tests with result of leak diff prs. Is -38mmhg and membrane diff pres. Is 10. The factory specification for leak diff prs. Is +-10mmhg and membrane diff pres. Is +-6m.

Event description:
N/a.